Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein only the clik anchor was explanted as it was causing pain in her back where it was located. The patient is extremely skinny and felt the anchor too much internally. Post-operatively, the patient is still a little sore from the procedure and is getting more mobile. The explanted clik anchor was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to pocket site pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.